Manufacturer narrative:
Date of event it was reported that event occurred in january 2019, the exact date was not provided corrected lot number.

Event description:
It was reported that during a photoselective vaporization procedure the laser fiber broke. The fiber was changed and procedure was completed and there were no clinical consequences for the patient reported.

Manufacturer narrative:
Date of event it was reported that event occurred in (B)(6) 2019, the exact date was not provided the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. His would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure the laser fiber broke. The fiber was changed and procedure was completed and there were no clinical consequences for the patient reported.

Manufacturer narrative:
Date of event it was reported that event occurred in (B)(6) 2019, the exact date was not provided.

Event description:
It was reported that during a photoselective vaporization procedure the laser fiber broke. The fiber was changed and procedure was completed and there were no clinical consequences for the patient reported.